Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was discovered in 2 tubes. The following information was provided by the initial reporter: fm in edta tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm- debris with the incident lot was observed. Additionally, the customer samples were evaluated by ftir testing and the indicated failure mode for fm- debris] with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes foreign matter was discovered in 2 tubes. The following information was provided by the initial reporter: fm in edta tube.